Event description:
It was reported that fluoroscopy revealed a dislodgement of the left ventricular (lv) lead. The lead was reprogrammed and was then explanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. The s-curve height was measured within specification. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.